Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm/intraperitoneal/stat) and meropenem injection (1gm/intraperitoneal/once daily/ongoing). The patient was also given amikacin 100mg daily for peritonitis. One day after peritonitis diagnosis, the patient was treated with vancomycin injection (2gm/intraperitoneal/weekly/ongoing) for peritonitis. There was no information regarding hospitalization. The patient had recovered from all the events. The pd therapy was ongoing. No additional information is available.